Manufacturer narrative:
Section a1 - patient identifier, a2 - age at time of event, a2 - age units (patient), a3a - sex: sample ID (B)(6) 28-year-old, male patient. Sample ID (B)(6), 43-year-old, female patient. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p89 that has a similar product distributed in the us, list number 07p88, with 510k/PMA/bla number p050051.

Event description:
The customer reported falsely elevated alinity I anti-hbs result on 2 patients. Results were reported to medical provider. The following data was provided. Sid 0102622539, 28-year-old, male patient = 233.72 miu/ml, repeat results =241.20 miu/ml, sid 0100830615, 43-year-old, female patient =82.85 miu/ml. Reference range <10 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
The data and information provided by the customer were reviewed and supported the complaint issue without indication of any additional issues. A search for similar complaints did not identify an increase in complaint activity for lot 73381fz01. A review of tracking and trending for the alinity I anti-hbs assay did not identify any trends related to the complaint issue. A review of the device history record did not identify any non-conformances, potential non-conformances or deviations with lot number 73381fz01 and the complaint issue. Labeling review concludes that the issue is adequately addressed. Field data review showed complaint lot is within established limits and is performing acceptably on market. A literature review showed that according to an article by colson, philippe et. Al., "prevalence of anti-hbs co-existence was 3.1% in our population of hbsag-positive patients. Colson, philippe et. Al, clinical and virological significance of the co-existence of hbsag and anti-hbs antibodies in hepatitis b chronic carriers, virology 367 (2007) 30¿40, there is evidence from another study indicating that anti-hbs co-existence in hbsag-positive patients is possible. Based on our investigation, no systemic issue or deficiency was identified with the alinity I anti-hbs reagent, lot number 73381fz01.

Event description:
The customer reported falsely elevated alinity I anti-hbs result on 2 patients. Results were reported to medical provider. The following data was provided. Sid (B)(6) , 28-year-old, male patient = 233.72 miu/ml, repeat results =241.20 miu/ml, sid (B)(6), 43-year-old, female patient =82.85 miu/ml. Reference range <10 miu/ml. No impact to patient management was reported.